Event description:
It was reported that during the night after an implant procedure, the patient did not feel well. The right ventricular lead was not capturing and the threshold had increased from the value at implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).